Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. Technical services (ts) discussed that over the last year, the impedance has been stable in the 500-600 ohm range with occasional abrupt spikes upward that return to baseline. No evidence of lead noise was noted. Technical services (ts) discussed this could be a spring contact issue and further evaluation was recommended. No adverse patient effects were reported. This device system remains in service. Additional information was received that the patient was seen in clinic for device interrogation and isometrics. No noise episodes were noted and impedance measurements returned to normal range. The header of the device/pocket was also manipulated with no spikes in impedances or noise noted. The physician recommended to continue to monitor the patient. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. Technical services (ts) discussed that over the last year, the impedance has been stable in the 500-600 ohm range with occasional abrupt spikes upward that return to baseline. No evidence of lead noise was noted. Technical services (ts) discussed this could be a spring contact issue and further evaluation was recommended. No adverse patient effects were reported. This device system remains in service. Additional information was received that the patient was seen in clinic for device interrogation and isometrics. No noise episodes were noted and impedance measurements returned to normal range. The header of the device/pocket was also manipulated with no spikes in impedances or noise noted. The physician recommended to continue to monitor the patient. No adverse patient effects were reported. This device system remains in service.